Manufacturer narrative:
Device passed the displacement test, self test and active current measurement. However, the device failed the sleep current measurement due to moisture damage on the electronic assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that firstly they did not received low battery alert prior to replace battery alert however, at second occurrence also they were no received low battery alert before replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.